Event description:
It was reported that a spectrum pump was alarming for system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device in question. The reported system error 322 was confirmed through the event history log. It has been determined that the spacing between the upper latch and upper latch switch was out of specification. The upper aux was replaced. See scanned page.